Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.